Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level as high as 250 mg/dl at the time of report, the user's blood glucose level was 214 mg/dl. The user addressed bg level with a manual injection. Reportedly, the user changed the supplies and stated that their bg level was decreasing. A system check with tandem¿s technical support confirmed that the pump and cartridge functioned as expected. The user declined to remove the site.